Manufacturer narrative:
A visual inspection confirmed two longitudinal cracks in the female luer of the maxzero leakage was observed from the cracks during a flush through. A review of the production records did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance.

Event description:
The reported feedback suggests that there is a leakage. It was found that leakage around mz was found. The leaked medication is complemental liquid. No health hazard to patient was reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident